Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was received for analysis.

Manufacturer narrative:
Should additional information be received or the device returned and analysis complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed noise and oversensing which lead to inappropriate shock therapy. Pacing impedances of greater than 2000 ohms were observed. A fracture was suspected but unable to be confirmed. The lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported. The device is not expected to be returned for analysis.